Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for low blood glucose level (20 mg/dl). It is unknown if the hospitalization was related to the pump or related supplies. The customer was treated with d50 (dextrose). Customer was released from hospital on (B)(6) 2015 with the issue resolved.